Event description:
A distributor reported an issue involving a malfunction alarm with the pump. There was no information available regarding any impact on the customer's blood glucose level. To address the issue, the pump was powered off and on to attempt a reset, but the malfunction persisted. Consequently, the device was scheduled for return, and a replacement pump was provided.